Event description:
During a gi procedure, the suture broke while the surgeon was using the endoholder to push the knot down. After the suture broke, the needle was removed from the pt and subsequently misplaced. The needle was found in the trocar cannula and retrieved. There was no reported adverse pt consequences relating to this event.